Manufacturer narrative:
Customer was provided with a loaner, while the unit is being returned to the company's repair center.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No patient injury was reported.